Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture, seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown, seroma-late and rupture. These are known potential adverse events addressed in the product labeling.

Event description:
Healthcare professional reported right side "rupture and fluid," capsular contracture, baker grade unknown, and patient concern with the product. Healthcare professional additionally noted "scattered cysts" and "benign calcifications." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified one curved opening, a dark ring, brown particle material was found on the shell, and creases. A weight test of the device was verified and the device was underweight. A microscopic analysis was performed which identify one sharp crease opening, one striated opening, stress marks, and wear abrasion. Based on the device analysis the final assessment was one sharp crease opening assessed as fold flaw opening, and one striated opening assessed as surgical damage.

Event description:
Healthcare professional reported right side "rupture and fluid," capsular contracture, baker grade unknown, and patient concern with the product. Healthcare professional additionally noted "scattered cysts" and "benign calcifications." Device has been explanted.